Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room in pacemaker mediated tachycardia and with elevated blood pressure. The atrial lead exhibited high impedance and was fractured. The lead was capped and replaced on (B)(6) 2009. The patient was in good condition following the procedure.